Event description:
It was further reported that the explanted pump was sent to waste management. The patient¿s refill appointment with the new pump was ¿last week¿ but no further information, including patient symptoms, was provided regarding the details surround the explant the device. Should additional information be received a supplemental report will be filed.

Event description:
The following volume discrepancies were further reported; (B)(6) 2013 an expected reservoir volume (erv) of 2.1 and an actual reservoir volume (arv) of 5, (B)(6) 2013 an erv of 4.9 and an arv of 7, on (B)(6) 2013 an erv of 2.2 and an arv of 5, on (B)(6) 2013 an erv of 18 and an arv of 19.5, on (B)(6) 2014 an erv of 5 and an arv of 7.5, on (B)(6) 2014 an erv of 4.8 and an arv of 8.5, on (B)(6) 2014 an erv of 8 and the arv was not recorded, and on (B)(6) 2014 an erv of 6.1 and an arv of 9.5. All refills were 40 milliliters (ml). Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that the cause of the discrepancies was not known. The patient was not having any symptoms as one could tell. The explanted pump was sent for disposal before the discrepancies were noted in the chart. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was some concern that reservoir volumes were gradually increasing. The pump was ¿more or less¿ replaced due to normal battery depletion; although the actual eos (end of service) was not expected until (B)(6) 2015. It was reported that they liked to get in before eri (elective replacement indicator), and that they do it so there is no panic when the eri got close. The expected and actual volumes and the cause of the discrepancies were unknown. It was noted that ¿nothing was noticed¿ about the pump. No patient symptoms were reported. The patient was due back in february for a refill. The pump was being used to deliver morphine, clonidine, and bupivacaine. The patient returned to the ward after an uneventful pump replacement. No outcome was reported regarding this event and no symptoms were reported. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.